Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the patient's potassium reading is erroneous for three tubes drawn. This occurred with three samples from the same patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855.